Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
I wasn't able to get it out - vagina [foreign body in reproductive tract]. Tampon broke off [device breakage]. Case description: consumer reported via e-mail that tampon broke off during use. No serious injury reported.